Manufacturer narrative:
The mitraclip was implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed due to tissue injury during device use. It was reported that on 08/05/2022, the patient presented with grade 4+ functional mitral regurgitation (mr) and thin valves. A second clip (ntw) advanced, grasping and capturing the leaflets without difficulty. Reportedly, a tear on the posterior leaflet was suspected to have occurred after fully closing the clip, and during the second grasp attempt. The clip was deployed without further issues and the tear was confirmed. There was no adverse patient sequela reported. The mr was at 1-2, and the flow was improved. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the leaflet tear appears to be related to challenging anatomy. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.